Event description:
The voluntary medwatch report indicated that: "during open heart surgery, patient on cardiopulmonary bypass for approximately 6 minutes when the perfusionist noted that the o2 oxygenator was leaking. Patient had to be weaned from bypass for 5 minutes during which time the patient was transfused 3 times from perfusionist and cardiac massage was performed by surgeon. Oxygenator changed out and new equipment functioned as it should and bypass was resumed without any further equipment problems."